Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours they had received a hazard alarm.

Manufacturer narrative:
The returned device was evaluated and the download data from the returned pod showed that an 0xd6 alarm had been generated by the pod, indicating a low voltage detection by the qn3000. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0xd6 alarm could not be determined. The pod was received with the formed needle extended past the needle well and visible in the exposed portion of the soft cannula. The linkage assembly was observed to not be fully retracted. The linkage assembly fully retracted on removal of the top housing. Score marks were observed on the underside of the top housing and plastic debris was found on the linkage assembly, indicating that the linkage assembly was misaligned with the top housing. This resulted in the linkage assembly making contact with the top housing, preventing the needle mechanism from fully retracting after deployment. No damages were observed on the linkage assembly that would contribute to the contact with the top housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the download data from the returned pod showed that an 0xd6 alarm had been generated by the pod, indicating a low voltage detection by the qn3000. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0xd6 alarm could not be determined. The pod was received with the formed needle extended past the needle well and visible in the exposed portion of the soft cannula. The linkage assembly was observed to not be fully retracted. The linkage assembly fully retracted on removal of the top housing. Score marks were observed on the underside of the top housing and plastic debris was found on the linkage assembly, indicating that the linkage assembly was misaligned with the top housing. This resulted in the linkage assembly making contact with the top housing, preventing the needle mechanism from fully retracting after deployment. No damages were observed on the linkage assembly that would contribute to the contact with the top housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours they had received a hazard alarm.